Manufacturer narrative:
(B)(4). The customer biomedical engineer reported to have cleaned the outer display of the graphic user interface (gui) to resolve the issue. The customer requested a covidien field service engineer (fse) to inspect the ventilator. The fse was not able to duplicate the reported issue. The fse evaluated the gui touchframe, and cleaned the inside bezel. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator display generated an unspecified malfunction. The patient was transferred to another ventilator without harm or change in therapy.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.